Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A resistance test was completed to assess lead electrical performance. Measurements throughout the test was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. There was no asystole greater than 2 seconds. The lead was found to be dislodged, so a revision was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.